Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt underwent a pump replacement on (B) (6) 2005. The pt experienced an infection over the pump; there was a subsequent explant. The infection cleared; there were no ongoing medical issues related to the infection. A new pump was not implanted. The pt was at home in good condition at the time of the report.